Event description:
It was reported that the customer was running high and when the reservoir was removed, insulin was leaking out. The customer changed the infusion set and noticed again insulin in the reservoir compartment. The blood glucose was 308mg/dl in the morning, and then dropped to 200mg/dl by the time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.